Manufacturer narrative:
(B)(4).

Event description:
It was reported the pt was experiencing symptoms of withdrawal. It was stated that, in (B)(6) 2010, the pt's pump was filled with 1000 ug/ml concentration of medication, when the concentration should have been 2000 ug/ml. The pump was never updated. The pt was referred to their health care provider. The medication being delivered via the device was lioresal. Additional info has been requested, a follow-up report will be sent if additional info becomes available.